Manufacturer narrative:
Device repairs for implementation of field change order (B)(4).

Event description:
The customer reported experiencing reboot/application restart issues involving admit/discharge/transfer operations at the information center ix. The issue began to occur after (B)(6) 2018. There was no patient incident.